Manufacturer narrative:
B3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during biomed preventative maintenance, the warmer temperature only gets up to 37 degrees celsius after 20 minutes run time. Even after attempting to calibrate 4 units, the temperature swing is out of specification ("41.9 plus-minus .1' c"). No injury, harm, or adverse effects have been reported.

Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was returned. No physical damage was noted. Per functional testing, unable to replicate/duplicate the complaint. The device passed all functional tests and warmed up to specification. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced reservoir gasket and o-rings. Performed calibration. Device passed all functional and delivery tests.

Event description:
Additional information received via email. Event occurred during preventative maintenance. Event date was changed from unknown to 29-aug-2023.